Event description:
Patient reported "right side rupture and bilateral chest pain." Device explanted. Right side.

Manufacturer narrative:
(B)(4). Visual evaluation: visual analysis of the photographs a totally broken, encapsulated device labeled right side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and chest pain.

Event description:
Patient reported "right side rupture and bilateral chest pain." Device explanted. Right side.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight and broken shell. A visual and microscopic analysis was performed which identified: sharp broken on patch bond edge and crease flat. A dimension measurement in the shell was performed which identify the thickness within specification. Observed 40 mm dark patch edge material inside gel device. Base on the device analysis the final assessment is: a sharp broken on patch bond edge assessed as an unidentified (tear) opening.

Event description:
Patient reported, "right side rupture. And bilateral chest pain". The device has been explanted.